Manufacturer narrative:
Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2018. The system logs reveal 1 blade exposed failure. The instrument was no longer used after the blade exposed failure occurred. No sealing issues were identified before the blade exposed failure had occurred. Based on the current information provided, this complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the vessel sealer allegedly failed to seal a vessel adequately. Although no patient harm occurred, if this alleged malfunction were to recur it could cause or contribute to an adverse event. The root cause of the operative complication is unknown.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the vessel sealer instrument allegedly started ¿slowing down¿ and as a result, bleeding ensued. The bleeding was controlled with a pk dissecting forceps instrument. A spare instrument was used to complete the surgical procedure. On (B)(6) 2018, intuitive surgical, inc. (Isi) contacted a robotics coordinator from the site and obtained the following information regarding the reported event: the robotics coordinator was not present during the surgical procedure which was not recorded on video. Before the alleged issue occurred, the she indicated that the vessel sealer instrument worked fine. The surgeon informed the robotics coordinator that the event occurred when he attempted to seal an unspecified ¿peripheral vessel¿. The robotics coordinator did not know if the surgical staff heard the audible tones indicating that the sealing cycle was complete right before the event occurred. The vessel in question was not greater than 7mm in diameter. There was no tissue tension. She did not know if the vessel was calcified or it there was any tissue bunching in between the jaws of the vessel sealer instrument. According to the robotics coordinator, the surgeon claimed that the instrument did not seal the vessel as expected. The bleeding was controlled with a pk dissecting forceps instrument and the case was completed robotically. No blood transfusions were administered and a vascular surgeon was not required or called. The robotics coordinator did not know the estimated blood loss from the reported event. She indicated that the patient was doing well.